Manufacturer narrative:
Results: the lantern was undamaged. Conclusions: evaluation of the returned lantern revealed an undamaged, functional device. During functional testing, a demonstration pod pc was advanced through the lantern without an issue. The root cause of the difficulty advancing could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils and lantern delivery microcatheter (lantern). During the procedure, the physician experienced resistance while advancing the pod coil in the middle of the lantern. The physician removed and flushed the pod coil; however, it did not solve the issue. Therefore, the lantern was removed. The procedure was completed using a new lantern, the same pod coil and additional pod packing coil (pod pc). There was no report of an adverse effect to the patient.